Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The caller stated that the patient¿s device was not working and they needed a head scan. Technical services asked and the caller stated that they did not know any additional details about the patient¿s device issue. Considerations for head only mris were reviewed. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient hadn't used their device for years and that it wasn't because the device was not working. The patient stated they had returned it several years ago and clarified they had packaged everything up and returned it to their healthcare provider. The patient also stated they did not remember if the ins and leads were still implanted because it was so long ago. The patient stated that the report of the device not working was wrong and that it was not the issue, and they did not have it anymore. The patient mentioned their healthcare provider found a different way to address their pain that worked for them. The patient had a pacemaker put in about a year ago and did not want to use the ins or the pacemaker at the same time. The patient reported they were taking tylenol and were doing quite well. The patient reported the questions in the follow up communication no longer apply as they no longer have the ins. No further information was reported.